Event description:
It is reported that a customer stated that they dropped their insulin pump. The patient's blood glucose level was at 157 mg/dl. The customer changed the infusion set and the pump works as designed. The customer stated that there is not physical damage to the insulin pump. The customer was advised to monitor the pump for any future issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.